Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be opened. No further info is available. There was no patient consequence. The case was completed with like product.